Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided therefore a DHR review was could not be completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient received a pneumothorax during a superdimension enb procedure during biopsy with the forceps. Patient received a chest tube and was hospitalized. If additional information is obtained a follow-up report will be submitted.